Event description:
It was reported that the customer experienced a malfunction with the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and instructed the customer to call back if any further malfunctions occurred. The customer decided to continue using the current pump, as they were not interested in an out-of-warranty loaner pump.